Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1100 mg/dl and "acute kidney injury (aki)"; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with moderate ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved. The customer continued to use the pump for insulin therapy.